Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, without the requested clinical information the root cause of the drill head breakage cannot be determined. The drill head is biocompatible however, the patient impact beyond possible micro-motion and/or migration, local irritation/discomfort cannot be determined though as it will likely stay in the medullary canal it will likely not cause any further issue. It has not been communicated if a revision surgery will be performed to remove the retained component. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery, drill broke and the head of the drill was left in the femoral shaft medullary cavity.